Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint device is not being returned, and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) ¿ (B)(4) packs of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be that the needle hit hard bone or an instrument which resulted in the tip breaking off. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mitek complaints received medwatch # (B)(4) from the FDA via us mail on 10-27-15. While repairing the right rotator cuff, the surgeon attempted to make the second throw with the expressew suture needle. It was brought to his attention that the tip was missing from the device. Surgeon was unable to locate the tip of the needle.